Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine medically device reprocessing, medical device reprocessing staff identified that the stardrive front tip of complained items 3 x 314.467 (scrdriver shaft t8 self-holding) had become warped, bent and twisted and would no longer successfully connect with the screw heads as the instrument was designed to. Medical device reprocessing staff also identified that the torque limiting of complained items 3 x 511.776 (torque limiter 0.8nm w/ao/asif-qc) had become not functional/calibrated and would no longer successfully torque the screws as the instrument was designed to. These items were deemed to be no longer functional, and were subsequently discarded. Replacements are required. No additional information is available.